Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; stapler was received within a bag, per sap lot # 73e1500076, stapler was received with remaining staples, with a stuck staple in the cover block. Failure mode "jammed" was confirmed with sample received during visual inspection. Stuck staple was removed manually, after functional inspection was performed. Stapler was activated and a staple was loaded, closed & released, then stapler was activated slowly (normal process) and 6 staples were loaded, formed & released. Finally, stapler was activated fast (to try to duplicate the reported defect) and 13 staples were loaded, formed & released properly. No quality issues were found during testing. Although from the sample received it was observed a stuck staple the root cause is considered unknown since staple was testing and failure mode reported by customer was not confirmed with remaining staples. Although from the sample received it was observed the defect reported by the customer "jammed" during visual inspection, the root cause for this issue is considered unknown. A functional inspection was other remarks: performed with the remaining staples received (after removing the staple) and a total of 20 staples were released, the device works properly. Therefore, corrective actions is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (3 staples per stapler). However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the stapler jammed, not allowing another staple to be used. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1500076 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler jammed, not allowing another staple to be used. The patient's condition was reported as fine.